Manufacturer narrative:
Analysis found the inner insulation was breached/damaged at 19.0 cm from the connector pin. The cause of no capture was due to breached/damaged inner insulation which is consistent with overtightened suture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of capture was observed on the right atrial lead. It was also noted that blood was found in the insulation. The lead was explanted and replaced. The patient was stable after the procedure.